Manufacturer narrative:
The ventilator was investigated on-site. The ventilator passed functional test and pre-use check tests and no malfunction was found. No parts were replaced. The ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Clinical alarms were generated at time of the event, leakage too high and check tubing and apnea. The generated alarms indicates that a leakage situation occurred. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator generated alarms indicating a leakage situation. There was no patient harm. Manufacturer's ref.#: (B)(4).